Manufacturer narrative:
The getinge field service engineer (fse) discovered IV pole busing and helium valve knob were missing while completing visual check portion of pm on the cs300 intra-aortic balloon pump (iabp). To fix the issue, the fse replaced the missing part knob he tank valve .the fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) IV pole busing and helium knob were missing. There was no patient involvement.